Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the liver tumor surgery, the device stopped automatically after 4 minutes and no temperature displayed. It couldn't be restarted so the physician replaced with another needle. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.